Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main printed circuit board (main pcb) required replacing in order to resolve the customer's reported issue. After calibrations were completed, preventative maintenance work, the user verification test, and the operational verification procedure were all completed to manufacturer specifications.

Event description:
The customer reported that the vela ventilator was alarming "vent inop, motor fault, transducer fault, low pip, and low ve". There was no report of patient involvement related to the reported issues.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was a failed pressure transducer on the main printed circuit board assembly.